Event description:
A malfunction code, identified as malf 12, was reported by the customer. There was no adverse impact on the customer's blood glucose level. The technical support team guided the customer through resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue recurred, which the customer acknowledged and understood.